Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood in the inflation lumen and balloon. The majority of balloon material was longitudinally torn. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that no reflow phenomenon occurred. The target lesion was located in the left circumflex artery. A 2.00mmx15mm maverick 2 balloon catheter was advanced to the lesion. When the balloon was inflated, it was noted that there was no reflow phenomenon. The physician removed the device and took some rescue measures. The event was resolved and the physician gave up the percutaneous coronary intervention procedure. The procedure was not completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Complainant name: (B)(6) hospital. (B)(4)

Event description:
It was reported that no reflow phenomenon occurred. The target lesion was located in the left circumflex artery. A 2.00mmx15mm maverick2 balloon catheter was advanced to the lesion. When the balloon was inflated, it was noted that there was no reflow phenomenon. The physician removed the device and took some rescue measures. The event was resolved and the physician gave up the percutaneous coronary intervention procedure. The procedure was not completed. No further patient complications were reported and the patient's status was stable.